Event description:
Received information regarding multiple separations between the patient line (pigtail) and luer lock. The customer's blood glucose level was not impacted.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.